Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, the liquid came out from inside upon priming before use.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, the liquid came out from inside upon priming before use.